Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor stopped flowing. This occurred during patient infusion of an unspecified drug. The flow rate was set at 3 ml per hour. Before patient connection, flow was confirmed, and the baxter recommended filling procedure was used. There was no patient injury or medical intervention associated with this event. No additional information is available.